Event description:
It was reported that a patient experienced hypoglycemia with a documented blood glucose of 55 mg/dl, which resolved after ingestion of oral carbohydrates such as juice or glucose tablets; troubleshooting and education were completed. Symptoms included those consistent with low glucose. Outcomes included return of glucose to target range without hospitalization. Investigation included a review of the event details and user-reported troubleshooting steps. Investigation of this case revealed no device malfunction reported or identified, and no device component issue was observed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.